Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced a pocket infection and the pocket was swollen. It was further noted that bacteria (staphylococcus aureus) was found in the blood stream and the patient required antibiotic treatment. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.